Event description:
The customer reported that the wrong pt name was on the holter ECG report.

Manufacturer narrative:
The customer's network environment was analyzed by philips engineering. It was determined that the customer had a holter software and network configuration that had been validated by philips. This contributed to the occurences of pt data mismatch when reports were sent simultaneously from remote sites to the central station. Re-configuring the customer's network environment to the default configuration resolved the issue. There have been no further occurences.